Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high superior vena cava coil impedance on the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.